Event description:
It was reported that a vns patient has high lead impedance and is scheduled to receive a full lead revision. Clinic notes were received providing that the area over the vns device is swollen and tender, and the patient is having pain around the left vagus nerve area in the neck. The device was turned off. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. The explanted devices have not been received by the manufacturer to-date.

Event description:
The explanted devices were received. Analysis is underway, but has not been completed to-date.

Event description:
An abraded opening was noted on the outer silicone tubing. Scanning electron microscopy images of the positive coil cut end show that pitting or electro-etching conditions have occurred on the coil. The reason for this condition is unknown. The reported ¿fracture of lead and lead break ¿ were not verified within the returned lead portion. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The pulse generator was explanted and the reported allegation of ¿high impedance¿ was not duplicated in the lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the lab. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse condition found with the pulse generator.